Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, when the doctor ligated the cystic artery, the handle would not release. (Could finally removed the device by ligated with another device and cut the vessel with no pt consequence).